Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a correction bolus totaling 52 units (20 unit via pump/32 unit via syringe). Blood glucose lowered (value not provided). Upon follow up, customer reported to be "doing well" and did not require assistance to help with low bg. Customer did not provide further information.